Event description:
As reported, pt with asthma, hypertension, breast cancer and diabetes was implanted in their right chest with a bioflo port for chemotherapy on (B)(6) 2014 and developed a post-operative infection. The port was removed on (B)(6) 2014. Follow-up info received from the hospital has indicated that the pt is in stable condition. The used port was discarded at the hospital.

Manufacturer narrative:
Review of the device history records for the reported port packaging tray lot shows that the tray sealing parameters documented for temperature, time and pressure were correct per navilyst medical procedures. In addition, seal check (visual) and tray burst testing was performed on both the inner and outer trays. This tray testing was performed pre-production and post-production there were no out of specification conditions; all testing passed. No non-conformances were written against the reported packaging lot related to port tray seal issues. In addition, there have been no non-conformances written against the port assembly lots or catheter tubing component lot for any issues that would contribute to a failure mode of patient infection. Sterilization records were reviewed for the port packaging lot and there were no non-conformances reported for this sterile load. The (B)(4) 2014 navilyst medical complaint report was reviewed for the bioflo port product family for the failure mode "patient injury" infection. No adverse trends were identified. The root cause of the pt infection is unable to be determined, and there is no evidence that the manufacturing, packaging, or sterilization of the bioflo port contributed to the event. Potential contributing factors for patient infections include the port placement procedures and device care and maintenance. The directions for use packaged with the device cautions that the integrity of the device packaging should be examined before use. (B)(4).